Event description:
The customer returned the device stating, ¿the device displayed error code 1210, which indicates a problem with the pcb (printed circuit board)¿; during device evaluation it was found the pcb was corrupt. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device displayed error code 1210, which indicates a problem with the pcb (printed circuit board)" was confirmed with visual inspection and functional testing. The probable cause was pcb failure. The pcb and motor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.